Event description:
It was reported that the alarms were not going off and it would not calibrate. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation 05/26/2022: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
Additional info received via email 2-may-2022. All info is unknown.

Manufacturer narrative:
Other text: a manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a corroded drain fitting, cracked water tank, and bent microswitch. The reported problem was duplicated; the alarm speaker was not going off. The faulty faulty speaker and printed circuit board were replaced. D5 and e4 are unknown, no information provided to date. Additional event information received indicating all requested information is unknown (updated b5).